Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) had a "dead battery" and was not working. The device is still in use. No patient complications have been reported as a result of this event.